Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for amorphous, unruptured aneurysm located at ophthalmic segment with a max diameter of 6 mm and a 6 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4.6 mm distally and 4.6 mm proximally.  Dual antiplatelet treatment (dapt) was administered. The pru level was with target range  it was reported that according to the operator, the tip end of the ped2 stent could not be opened at the distal section. It was resheathed twice but still failed to open. After withdrawal, the tip end was found to be frayed. The operator then replaced it with another model of our flow-diverting stent. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times.  There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). After angiography, contrast agent retention was observed within the aneurysm, indicating the treatment was effective. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom27, fg15150-0615-1s. Lot number: 232430062, synchro14 guidewire, 8f cordis sheath